Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. Information was learned through implant patient registry. The patient also had another device implanted; please reference the other medwatch report filed (for information regarding that device). A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - in 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Only the date of death was learned.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.